Event description:
During diagnostic laparoscopy, the surgeon was preparing to use endoshears to remove cyst. The surgeon noticed smoke. Inspection of the pelvis revealed a termal injury to the colon. The procedure was converted to an open procedure. A general surgeon was called to repair the colon and the cystectomy was completed.